Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 300 mg/dl. The customer was admitted to the hospital. The cause of hospitalization as per healthcare provider was kidney failure. The customer was treated with lots of fluids and use her pump and then they monitor and gave insulin via injection. The customer declined troubleshooting and didn't want "cot" pump for damage. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a piece cracking off at the bottom of the pump. The customer may have dropped the device once. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.